Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebrovascular procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was deployed and did not achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: primary UDI number ¿ a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. B5 - describe event or problem: updated. D9 - device returning status updated from ni to not returning. H6 - reported device code 4001/hemostasis removed and 3189/na added. H6 - health effect - impact code 4641 removed and 2199 added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebrovascular procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was deployed and did not achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that a prostyle device in this procedure was reported in error. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was deployed and achieved hemostasis. There was no device malfunction or adverse event associated with the second prostyle device used. Based on this information, the second prostyle device would not be MDR reportable. No additional information was provided.